Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Biomed representative resolved the issue at customer site. The issue was found to be due to a blown fuse and was replaced. The thermogard is now functional and worked as intended. The fuse is designed to protect the power supply and device from damage when the circuit attempts to draw a greater electrical load than it is intended to carry. This can be caused by, for example, a power supply surge. The tgxp fuse is sized to match the load-carrying capacity of the wires in that device. The fuse is intended to blow before the circuit wires can heat to a dangerous level. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, the thermogard console shuts off. The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.